Event description:
It was reported that a novum iq syringe pump had system error 21502 (flange sensor failure). The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was received for evaluation. Visual inspection revealed grommet requires correction to ensure functionality is restored without triggering the se 21502 "flange sensor failure". Functional testing was performed, and upon startup the pump alarmed se 21502. A flange test was also performed, and failed testing. The barrel clamp was making an odd clicking noise when trying to open and close. A review of the event history log (ehl) revealed multiple flange sensor failure messages. A service history review revealed that device previously had flange sensor failure and was able to be corrected by readjustment of grommet to correct sensor error from occurring. The reported condition was verified. The grommet requires to be flipped, and barrel clamp link screw requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.